Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient reported blood glucose results of "229 mg/dl" with a lifescan meter and "137 mg/dl" on another meter, performed within 30 minutes of each other. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.